Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device went from five years remaining longevity to two and a half years remaining longevity several months ago. Boston scientific technical services (ts) suggested reprogramming options. The battery status changed to five years remaining longevity after programming made. The device remains in service. No adverse patient effects reported.